Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window and scratched reservoir tube window.

Event description:
Customer reported that he was receiving no delivery alarms and his blood glucose had been running high. Customer stated he changed out his infusion set 4 times. Customer declined to troubleshoot and requested the insulin pump to be replaced. Nothing further reported.